Event description:
Manufacturer's representative reported patient with infusion system is having intermittent pain control and return of symptoms. Reservoir volume discrepancies were reported at the last two refills. A catheter dye study procedure was attempted but the physician was unable to aspirate from the catheter access port. Further device troubleshooting and intervention is being considered. Additional informtion has been requested and a follow up report will be sent when new information is received.